Manufacturer narrative:
H10. The actual device was not received for evaluation however, a companion sample was returned in its original package for evaluation. A leak test was performed on the dialysate side, no leakage was found. The product was tight. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140 h, a fluid leak was observed from the filter. There was no patient injury or medical intervention associated with this event. No additional information is available.